Event description:
L4-5 intra-op case. Registration normal/no errors/no shifts. Screw placement: l4-r placed, selected l5-r, pressed foot pedal, ee came off l4-r like normal. Moved ee out of way with ring. Adjusted l5-r plan, back to navigate, pressed foot pedal, arm floated to the side. Then arm locked up/would not move via buttons, foot pedal, or ring. Arm would not move, re-home, or re-calibrate loadcell after multiple hard shutdowns and software resets.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. This error gets raised when one or more axes are not in standstill state when trying to start movement. Motion was lost during the case because when any axis is in an error state, all axes are prevented from moving. Improvements to gmas software were made to address this issue in the software release following this incident. In particular, the code that powers axe off was made to be more robust, ensuring axes would undergo the correct state transitions. As noted in the attached risk reconciliation form, the observed risk level is low and is equal to the anticipated risk level . The overall risk of the system has been maintained as "low" an no further investigation is required. The cause of the reported issue can be traced to user technique.